Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed as a needle to cuff miss. The reported device did not have the normal click when the plunger was removed could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment and unable to test for the normal clicking due to returned device condition. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The reported (did not have the normal click) was likely the needle and cuff did not engage resulting in the needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no corrective action is required.h6 - medical device problem code 1142 removed and 1562, 1506 added.

Event description:
It was reported that this was an arteriotomy closure of the right femoral artery using the pre-close technique via a 7f sheath hole prior to an endoprosthesis procedure. Reportedly, when pulling the plunger, the needles were disconnected from sutures. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 16f, and the procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of the right femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the device did not have the normal click. When the plunger was removed, the suture came out torn and loose from the needles. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right femoral artery using the pre-close technique via a 7f sheath hole prior to an endoprosthesis procedure. Reportedly, when pulling the plunger, the needles were disconnected from sutures. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 16f, and the procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.